Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The lead was explanted and replaced. There were no patient consequences and the patient was discharged.